Event description:
Wound drain broke while in patient, not during attempted removal. Remainder had to be surgically removed from inside patient.

Manufacturer narrative:
No containment action has been taken. No corrective or preventive action has been taken.